Event description:
Additional information was received from the consumer on 2018-dec-20 reporting that the manufacturer representative reconfigured the coverage area. It was clarified that the problems turning off were with the small remote and not with the stimulator. The problems were reported to be fixed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation was turning off by itself even after charging up the implantable neurostimulator (ins). It was reported that the patient no longer had coverage down their left arm. This was not related to positional movement or environmental factors. This was not related to positional movement or environmental factors, and the consumer did not notice any pattern. It was noted that the patient did go through theft detectors a lot last month when they went to a clinic hosting a program for patients with chronic pain to participate in physical and occupational therapy including hot air therapy and yoga. The patient also the issue started about 2 weeks before the report in (B)(6) 2018. The patient was going to schedule an appointment for a programming session. No further complications were reported.